Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 27-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "two anchors pop off before they got to recovery post insertion." Additional information received 26-nov-2024 stated "[two] anchors fell off before getting to theatre recovery post insertion. Patient taken back into theatre and required extra stitches and skin glue...[two] separate stay sutures inserted to hold the stomach to the abdominal wall." There was no reported injury.

Manufacturer narrative:
One suture lock from a gastrointestinal anchor was returned. Product packaging was not returned. The item did not contain a lot number identification. The returned sample consisted of the soft shell, suture lock and a short segment of suture. The suture extends approximately 6mm from one side of the lock and approximately 1mm from the other side. The shell and lock do not exhibit damage. The sample was evaluated and confirmed each end of the suture appears slightly jagged and/or pinched. There were no activities that could identified the cause of this type of damage in this particular device incident. Root cause could not be determined. All information reasonably known as of 24-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.